Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the gum appearance is poor and is not happy with the outcome of the bottom tooth since it is wiggly. Results not met. The patient also noted a pain level of 10, bleeding, inflammation, gingivitis, sensitivity, discomfort, jaw discomfort, and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.